Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The rx voyager instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It also states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, de novo, 90% stenosis in the mid right coronary artery. Reportedly, the 2.0 x 12mm rx voyager balloon catheter was advanced without prep prior to use; however, the balloon ruptured at 14 atmospheres. A second rx voyager balloon catheter was used to finish the procedure successfully. Resistance was felt during advancement due to patient anatomy. There was no resistance noted during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.